Event description:
Instant hot pack used on bilateral groins and axilla. After approximately 20 minutes, redness and blistering noted to right groin. Manufacturer response for pack, hot or cold, disposable, medline (per site reporter). Central supply has disclosed to manufacturer.